Event description:
A report was received that the patient was explanted due to discomfort at the ipg site. The patient is doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2138-70, serial#: (B)(4), model description: scs 70cm iii lead, the explanted devices will not be returned to bsn as they were discarded by the medical facility.